Manufacturer narrative:
Device evaluation: the device related to the reported events deflation was received on apr 13, 2026, with lot number 1829110. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification (if applicable). Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed delamination of diaphragm valve assessed as adhesive failure, observed an opening assessed as surgical damage and observed an opening assessed as cracked valve seat diaphragm valve. None of the other observations performed during the device analysis (creases, wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "deflated saline implant". This record is for the right side. Device was explanted and replaced. Device will be retuned.

Event description:
Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflated saline implant". This record is for the right side. Device remains implanted. Device will be retuned.